Manufacturer narrative:
Exact date unknown, event occurred by the end of april. Additional suspect medical device components involved in the event: product family: scs- linear leads: upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7089232. Product family:scs-ipg-MRI: upn: m365sc12160, model: sc-1216, serial: (B)(4), batch: 505209.

Event description:
It was reported that the patient was having an infection at the midline incision. The physician decided not to explant as it had not moved to both incisions. The patient was given heavy antibiotics via peripherally inserted central catheter line.